Event description:
Additional information: the pump eroded through the abdominal wall. It was further reported an abdominal wall infection and opening. The patient was treated with intravenous (IV) antibiotics for 3 weeks and in a nursing home from (B)(4) 2012. It was indicated as serious life threatening injury/illness and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 8711, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter; product ID 8 590-1, lot# n261206, serial# implanted: (B)(6) 2011, explanted: product typ accessory. (B)(4).

Manufacturer narrative:
Catheter model # 8711, serial# (B)(4), explanted: (B)(6) 2012, dacron pouch 8590-1, lot# n261206, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had irritation, so the pump was being replaced. No additional details about the irritation were provided. It was also noted that the patient had vascular disease and high blood pressure. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.